Manufacturer narrative:
A lumenis service engineer visited the site on 19-nov-2018 and identified the problem to be with the system's touch screen. After replacing the touch screen the problem was solved and the system was able to load its software. The engineer then inspected and cleaned optics and blast shield. Verified fiber alignment. Checked power output per service manual. After the system was found to have met all manufacturer specifications, it was returned to the facility. A historical review of similar product complaints revealed that the same malfunction has not led to serious injury in the past. The touch screen is expected to be returned to the manufacturer for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A user facility reported that at the start of a procedure in which a lumenis pulse 100h laser was to be utilized, the system would not start and displayed "system loading". After unplugging and restarting the system the software would not load on the system. Unable to continue with the system an alternate device, lumenis pulse 30h, was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.

Manufacturer narrative:
The DHR of lp100h ga-1008944:109 was reviewed and no link was found between the manufacturing process at lumenis and the current event. The system was manufactured, tested and released according to lumenis specifications. No malfunctions related to screen operation were reported during manufacturing. Lp100h ga-1008944:109 was manufactured on 25-jun-2017 and installed at the customers site on (B)(6) 2017. The faulty display was returned to lumenis and checked by lumenis technical expert. The display was connected to another p100 laser system, turned on and the screen displayed the same message "system loading"; the display was frozen. The technical expert took out the display's sw chip (sitting on an sd memory card) and brought in a second sw chip from a different p100 laser system. After installing the second sw chip into the faulty display, the laser system was turned on and the screen was reported to be working well without any problems. The manufacturer of the display was contacted and the faulty screen was sent to them for analysis. The manufacturer suspected that the sw chip (sd card) was the cause of the frozen screen. The sw chip was on a 4gb sd card. The 4gb sd cards were last purchased by the manufacturer in 2017. Since then, the manufacturer only uses newer 16gb cards, making the 4gb cards now obsolete. Based on the above, the most probable root cause of the frozen screen malfunction was a faulty sw chip (4g sd card). The cause of the fault in the sd card could not be determined. Since 2017 only 16gb cards are being used, and since this has been determined to be a single event, no corrective actions were deemed required.